Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the problem could not be reproduced. One 19 ga x 0.75 in powerloc max safety infusion set was returned for investigation. Evidence of clamping was present on the tubing. No apparent damage was observed. Microscopic observation revealed nothing remarkable. The sample was flushed with water through both luer connectors using a 12 ml syringe and was found to be patent to infusion. The sample was pressurized and no leaks were observed. The clamps were activated and individually tested under pressure and no fluid was observed to leak. As no leaks were observed during functional testing of the returned sample, the complaint is unconfirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that ¿2cc of contrast leaked out even though port was clamped and clamped w/ hemostat.¿ no patient injury reported, though there was a reported delay in care.